Event description:
Chemical smell when using product. CPAP (continuous positive airway pressure) warm to the touch after and during use. This CPAP was a replacement for a unit that was recalled. I no longer have faith in philips to manufacture a product that is safe for human use.